Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The bootsy log folder navioboot-2021-05-24-11-35-33 was reviewed by software engineering. The naviosystem.log file confirmed the ¿unexpected pfs failure¿ during femur bone removal. This is a known software error. The reported ¿critical failure¿ message was not confirmed, however an internal error message was logged after exiting the application. An internal error message will display when the intra-op encounters a non-recoverable exception and requests the user to quit the application. This was originally identified as a potential software bug (1988). However, with non-recoverable errors, it was determined that the ¿internal error¿ message is programmed to be displayed to the user and is not a software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during a cori assisted surgery, the real intelligence cori had an "unexpected pfs failure" message presented followed by critical failure message ((B)(4)). They proceeded to quit, resumed and recalibrated drill. When they got to burring stage and upon beginning to bur, the real intelligence robotic drill experienced a drill disconnect error ((B)(4)). At that point they immediately swapped the drill, quit the session and resumed with new drill. They recalibrated and resumed surgery without further incident. The procedure was completed with a minimal delay (fewer than 30 minutes) using a s+n back-up device. No patient injuries and no other complications were reported.